Manufacturer narrative:
Initial reporter address 1: (B)(4). Initial reporter facility name: (B)(6) medical center. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd viper¿ system that there was a fasle positive. The following information was provided by the initial reporter: customer reports contamination that cause false positive results for CT/gc assay.

Manufacturer narrative:
Investigation summary: "the complaint alleges the instrument viper sp (catalog number 441091 and serial number (B)(6)) had a "false positive". Customer reported contamination that caused false positive results. Instructed customer to decontaminate the instrument and perform em which resolved the issue. This is an unconfirmed failure of the bd product and root cause was unknown."

Event description:
It was reported that while using the bd viper¿ system that there was a false positive. The following information was provided by the initial reporter: customer reports contamination that cause false positive results for CT/gc assay.